Event description:
The user facility reported that the device screen was switching from malis to watts during a procedure, a condition in which the device may overdeliver energy. The procedure was completed successfully. There was no clinically significant delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results; device not returned for analysis. User facility declined returning the device.

Event description:
The user facility reported that the device screen was switching from malis to watts during a procedure, a condition in which the device may overdeliver energy. The procedure was completed successfully. There was no clinically significant delay, no medical intervention, and no adverse consequences.